Manufacturer narrative:
Device has not been returned to manufacturer; supplemental report will be submitted upon completion of additional findings. Parent ID- (B)(4).

Event description:
It was reported that during the intra-aortic balloon (sensation plus 40cc iab) therapy, cardiosave intra-aortic balloon pump (iabp) had fiber optic sensor failure during use. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field- d9. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Parent ID- (B)(4).

Event description:
Na.

Manufacturer narrative:
Updated field- b4, g3, g6, h2 corrrected field- h6- type of investigation.